Manufacturer narrative:
The unit had an intermittent button response on the esc button due to moisture damage on the keypad traces. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.